Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failed due to component. Field service engineer confirmed and turned off system, subsequently replacing the drawer board and rebooting the station to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation system drawer failed. It was reported by the customer that the drawer off the bus, preventing the user from accessing the medication, which resulted in a delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.